Event description:
Patient was tested on the suspect device with an inr result of 4.3. The patient was taken off coumadin. The next day the device result was 5.0 and 4.6 inr and the lab inr was 2.9. Controls were in range.